Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. Broken jaw at bifurcation, broken jaw, ejected clip the analysis results of the device found that the device was received with one jaw broken at bifurcation and with one jaw ramp broken. Evidences of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device was cycled and ejected the remaining clips due to the found condition of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was placed on the desk with a note stating it misfired. No other details were provided. No patient impact was reported.